Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the customer had an error when connecting the vessel sealer extend (vse) instrument into the e-100 generator. The instrument led turned red and energy activation was not allowed. The isi rep had the customer placed the vse into the vio dv 2.0 integrated electrosurgical unit (erbe) and they continued with the procedure in that configuration. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was identified. The e-100 generator had a red illuminating light upon startup. The system did not initially power on with errors. Dvstat was contacted for troubleshooting mid procedure by the isi clinical sales representative (csr) and troubleshooting was completed. The actions taken to resolve the issue was to use the erbe generator with the vessel sealer to finish the procedure. As initially reported, there was no patient injury reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to reproduce the issue and confirmed the reported complaint. The fse replaced the e100 generator unit to resolve the issue. The system was tested and verified as ready for use. Isi received, the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The returned e100 generator unit was installed into the test system, and it failed. The power led turned red and bipolar led was not turned on, and as such it could not cut/seal. The probable root cause was attributed to an electronic component problem. This complaint is considered a reportable event due to the following conclusion: the customer was getting an error message when connecting instrument onto the system, and complaint investigation confirmed the e-100 generator unit was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.